Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 146 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they dropped the insulin pump on the tile floor and the device would not turn on. Customer advised the lcd display screen was cracked in two places and did not work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump received with blank display due to electronic board connector not plugged in properly. Unable to perform displacement test due to blank display due to electronic board connector not plugged in properly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.